Manufacturer narrative:
Internal complaint reference: (B)(4). Du, s. C., wang, x. H., & chang, s. M. (2021). The pre-loaded set-screw in intertan nail: should it be tightened or not tightened in pertrochanteric hip fractures. Geriatric orthopaedic surgery & rehabilitation, 12, 2151459321990640. Doi: 10.1177/2151459321990640.

Event description:
It was reported that on literature review "the pre-loaded set-screw in intertan nail: should it be tightened or not tightened in pertrochanteric hip fractures", one patient had an adverse event after being operated with an intertan nail fixation system due to a pertrochanteric hip fracture caused by a pedestrian accident. A radiography at 1 week postop showed head-neck varus mal-alignment. Two years later, the fracture was not healed as demonstrated by a clear medial cortex gap between head-neck and shaft. Furthermore, the nail swayed in the coronal plane. Bone enlargement was observed at the distal interlocking screw as stress reaction due to load sharing that transmitted from the screw. The issue was treated by a revision surgery in which the internal fixation system was replaced with a reconstruction system. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition, size of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.